Event description:
It was reported the pt was unable to feel stimulation on the left side following a fall. The sjm rep interrogated the system and found several invalid contacts. Reportedly, the physician scheduled surgical intervention to address the issue. Note the pt has two leads implanted with the same model and lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.